Event description:
It was reported that a company representative's dell 50 handheld device would not hold a charge. He stated that as soon as the handheld was unplugged from the wall, it would turn off. The handheld and flashcard were returned to the manufacturer for analysis. During analysis of the handheld, it was observed that there was a broken solder connections on the handheld main board. After the broken connections were re-soldered to the main board, full functionality of the device was restored. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.